Event description:
The pt was undergoing high ligation & stripping of the greater saphenous vein & excision of a varicose vein. While using the olive & cable to strip the saphenous vein, the olive became dislodged from the cable. Fluroscopy & duplex scanning were then used to isolate the olive. Two small incisions were made at the level of the knee & the olive was removed.